Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. There was no physical damage to the outside of the alarm. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed there is no power. The record light flashed when using new batteries, but no other lights flashed. The lcd light is blank and there is no sound. The fail safe sounds when using an external power supply without a sensor pad attached, but no lights flashed and the lcd display was dim. When the sensor pad is attached and weight removed from the pad, the voice message began to play and unit powered off automatically. Visual inspection found the low battery led lens has been pushed into the case and as a result there is a gap in the case where the two sides meet. Note: instructions for use warning: to avoid possible injury or death verify the green light is lit and the unit is in monitoring mode before leaving the pt unattended. If the unit is subjected to severe mechanical shock such as dropping the unit, it may stop functioning as designed. After each incident, you must verify that the unit is working properly. (B)(4).